Event description:
Pumps were returned with new software after repair. Facility now has a mix of pumps that operate differently. The new software does not beep after the secondary infusion is completed. If the nurse is waiting for beep to indicate the completion of the secondary infusion, it will not happen with the new software. Facility feels it is a potential hazard with the mix of software; one way or the other is okay.